Manufacturer narrative:
(B)(4). Date sent: 6/13/2025. D4 batch #: w70301. Additional information was requested and the following was obtained: no patient was involved during its usage. The device was replaced with a new probe during the procedure. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. However, the blade was not cracked. Additional, a photo and video were provided and no issues were observed during the usage of the device. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. During analyzed, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient use may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. Possible causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the blade and tissue pad. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch w70301, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a thyroidectomy the energy did not deliver properly.